Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump alarmed for "air in line". No adverse effects reported.

Manufacturer narrative:
Additional information additional information received on 15-mar-2019 that the event occurred before infusion on (B)(6) 2019 and did not occur while in use with a patient. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Event history log review was performed and found evidence of reported problem. Visual inspection and ail sensor testing were performed. The customer stated problem was confirmed. During investigation the ail sensor intermittently functions, and the wires pulled too tight. According to the investigation the caused of the reported problem was production. Service replaced the ail sensor. The problem source of the reported problem is unknown.